Event description:
Procedure performed: da vinci system nephrectomy. Event description: the green bead on the specimen bag has come off, making it unable to securely close the bag. This instrument has already been discarded by the hospital. The hospital's abnormal material report has been attached for reference. There is no impact to patient. Additional information provided by [name]on 01apr2025: since the bead fell into the specimen bag, no action was taken, and the bag was pulled out directly. The user did not take a photo and cannot provide one. The bead did not fall inside the patient. The bead completely detached from the bag. The cord is in normal condition. When the bag was opened, the bead broke and fell into the specimen bag. There was no spillage out of the bag opening. Additional information provided by [name] on 20may2025: I¿ve reviewed the reply you attached and would like to clarify a small misunderstanding regarding the issue we reported. In our original feedback, we did not mention that the cord had detached or come off entirely. The main issue the user observed was that the green bead attached to the cord had cracked into pieces and was found inside the bag. The cord itself remained intact and in place, but the broken bead suggests there may have been a material or assembly issue. Intervention: since the bead fell into the specimen bag, no action was taken, and the bag was pulled out directly. Patient status: fine.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Manufacturer narrative:
No product is being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: da vinci system nephrectomy. Event description: the green bead on the specimen bag has come off, making it unable to securely close the bag. This instrument has already been discarded by the hospital. The hospital's abnormal material report has been attached for reference. There is no impact to patient. Additional information provided by [name]on 01apr2025: since the bead fell into the specimen bag, no action was taken, and the bag was pulled out directly. The user did not take a photo and cannot provide one. The bead did not fall inside the patient. The bead completely detached from the bag. The cord is in normal condition. When the bag was opened, the bead broke and fell into the specimen bag. There was no spillage out of the bag opening. Intervention: since the bead fell into the specimen bag, no action was taken, and the bag was pulled out directly. Patient status: fine.